Manufacturer narrative:
H6: supplemental MDR has been sent, its status is pending. Final mir is still pending to be sent. Close when both reports have been submitted and their status is approved.

Event description:
It was reported that the impactor broke during operation. It is unknown if the device broke inside or outside the patient.